Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. During visual inspection the door, latch roller, and safety clamp shim were found to be damaged. The cause of the condition was unable to be determined. To correct the condition, the pump head door assembly, latch roller, and safety clamp shim were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.